Manufacturer narrative:
Investigation: a visual inspection revealed that the short port silicone and latex balloon had burst. The suture had shifted. The device was very bloody. Based upon the visual observations, the reported complaint "balloon ruptured" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two 13495 btt ports ruptured after injecting 20cc air. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.